Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was predilated. Resistance was noted while advancing the device to the lesion, and excessive force was used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. Photo review: photo 1: an image provided is of a resolute onyx 2.5mm*38mm shelf carton and the distal end of an sds device. The stent appears to be curved at the mid-section. Upon magnification of the image, the stent appears to be deformed at the mid-section. Photo 2: an image provided is of a resolute onyx 2.5mm*38mm shelf carton. The lot number on the label of the shelf carton corresponds with the lot number reported in gch. Photo 3: an image provided is of a resolute onyx 2.5mm*38mm inner pouch and a hoop with a resolute onyx device in place. The lot number on the inner pouch corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx drug eluting to treat a moderately calcified and tortuous lesion exhibiting 85% stenosis located in the mid left anterior descending artery (lad). Device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that stent deformation occurred during advancement to the lesion. The patient was reported to be alive with no injury.